Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) coil of the patient¿s right ventricular (rv) lead was exhibiting high/undefined impedance. In addition, the rv coil was exhibiting high impedance. Both the svc and rv coils were experiencing varying impedance. Intermittent undefined pacing impedance of the rv lead was also reported. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient¿s rv lead was exhibiting high/varying pacing impedance. A fracture of the rv lead was suspected. The rv lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the patient¿s rv lead and device system were programmed off. The patient was placed with a life vest while they considered if they wanted to undergo a possible rv lead extraction.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.